Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional analysis revealed that the returned batteries contained a faulty cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of five reports (3007042319-2014-00332 , 00827, 00828, 00829 and 00830) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of five reports (3007042319-2014-00332 , 00827, 00828, 00829 and 00830) submitted for devices related to the same event.

Event description:
Approximately two years and four months post implantation, the site reported that the patient's controller was changing power sources earlier than expected. The controller and batteries were removed from the patient and a new controller and batteries were supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files indicated the patient experienced a pump stop on the same date of the reported event.